Manufacturer narrative:
Failure analysis noted that all buttons functioned properly; however, moisture damage was found on keypad traces. There was no button error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose reading was unknown. The insulin pump was returned for analysis.